Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open blister. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse put antibiotic ointment and gauze over the area. Follow up indicated that the skin irritation improved.